Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, no audio output occurred on the mobile application for an urgent low alarm. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data has been received for evaluation. The problem was not confirmed. The root cause could not be determined post investigation.